Event description:
Research nurse reported cardiac event at patient's home resulting in patient death. The device was explanted and returned to the manufacturer for analysis. A follow-up report will be sent when additional information is received.